Manufacturer narrative:
Result: damaged footboard modules.

Event description:
It was reported by service report that the footboard modules were broken. There was patient involvement. However, no adverse consequences were reported.